Event description:
Heparin injection administered to patient. Safety in place after use. Nurse picked up to dispose in sharps and felt a poke. Inspection of needle showed needle sticking out of the safety.